Manufacturer narrative:
On march 17, 2017, we received medwatch uf/importer report # (B)(4), regarding an incident that occurred on (B)(6) 2016. Belmont instrument corporation was not informed when this incident initially occurred, nor has the device been returned for evaluation. Upon receipt of the medwatch report, belmont followed up with the user facility numerous times via telephone and in writing to obtain additional information regarding the reported event and to request that the implicated unit be returned for evaluation to determine the root cause of the complaint. The initial follow-up was made to the initial reporter, (B)(6), on march 20, 2017, via telephone and in writing. Details regarding subsequent attempts to contact the initial reporter, as well as additional efforts to collect information, are as follows: on march 21, 2017, belmont's sales representative emailed anesthesia services manager, (B)(6), to request additional information about this incident; on march 21, 2017, the sales rep attempted to contact dr. (B)(6) (anesthesiologist) via email and telephone; on march 24, 2017, a second attempt was made to reach (B)(6) via email and telephone; on march 24, 2017, the sales rep emailed the biomed, (B)(6), to request additional information and to request that the implicated unit be returned for evaluation; on march 30, 2017, the sales rep attempted to contact anesthesia services manager, (B)(6), and equipment supervisor, (B)(6), via email. The user facility did not respond to belmont's inquiries. On april 18, 2017, belmont's sales rep went to the hospital and met with the clinical engineer, who stated that the incident occurred with the machine from the or and was reported by anesthesia. The flow rate, catheter size, and infusates were unknown. Following the incident, the biomed at the hospital was unable to duplicate the complaint; the system ran for 4 hours without incident and was subsequently placed back into use. The implicated unit has not been returned for evaluation and the disposable set was discarded at the hospital; therefore, we are unable to determine the root cause at this time. Should additional information become available, a supplemental report will be submitted accordingly. Device not returned by user facility.

Event description:
The report submitted by the user facility stated: "smelled burning during liver transplant. Scrub checked field, bovies were not activated. Anesthesia noted smoke coming from rapid infuser. Immediately shut rapid infuser off. Circulating nurse paged biomed and left call back number. Labeled cell saver with sign to not use and set outside o.r."